Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 600 mg/dl. The customer reported that insulin pump had blank display. According to the customer battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display returned. The customer stated that troubleshooting was declined for the high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.